Manufacturer narrative:
The investigation for the reported product damage issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the delivery issue was a most likely damaged outflow cage from excessive force. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. During implantation, the outflow cage was crimped while passing up through the aorta. A new impella was placed. There was no patient harm reported.